Event description:
Healthcare professional additionally reported infection.

Manufacturer narrative:
Further investigation has been initiated. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of infection (onset unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "te that came out of the right breast deflated and with a puncture hole." Healthcare professional additionally reported infection. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported "te that came out of the right breast deflated and with a puncture hole." Device was explanted.